Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a non-healthcare professional. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent a right knee revision due to loosening of all components. Decreased activity, and pain. The surgeon indicated after several impactions with a bone tamp mallet, the tibial baseplate dislodged from the cement mantle and was removed. He reported the femoral component came out with several impactions of the bone tamp and mallet and was relatively easy to remove. The surgeon indicated the patella was grossly loose and removed from its cement bed with little effort using a tonsil. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2016 (rt knee).